Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the device was returned for analysis. The hypotube, collar, distal shaft and tip were microscopically and tactile inspected. Inspection revealed a partial separation at the collar. The outer diameter of the distal shaft met the specifications. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Functional testing was attempted and noted that the device was able to load into the guide catheter without issue; however, the device could not advance due to the separation in the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2016. It was reported that the device had difficulty inserting through a guide catheter. The 99% stenosed target lesion was located in severely calcified unspecified vessel. A guidezilla¿ guide extension catheter was selected for use. During the procedure, this device was attempted to be inserted into a guiding catheter; however, the device came in contact with the edge of the guiding catheter and was unable to be inserted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good. However, device analysis revealed a partial separation at the collar.